Event description:
It was reported that during a rotational atherectomy procedure, a dissection occurred. The stenosed lesion being treated was located in the heavily calcified mid right coronary artery (rca). The physician had advanced the 1.25mm rotalink burr on the rotawire and completed one run for about 30 seconds. The physician pulled the burr and the guide proximal to the lesion and the guide catheter disengaged from the artery. When the physician advanced the guide catheter to re-engage the artery, the guide catheter was sucked down the rca. However, after shooting contrast, the physician noted a dissection proximal to the lesion and possibly up into the aorta, although this was not confirmed. The physician decided to take the patient into surgery to treat the dissection. The rotalink burr and rotawire were removed undamaged without difficulty. The physician was reported to have attributed the dissection to the guide catheter and the heavy calcification.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.